Manufacturer narrative:
For the investigation the logfile was analysed. It was found that after a successful completed power-on-self test the case in question was started. Ventilation was unremarkable and stable until the ventilation mode was changed to pressure support. Ventilation got unsteady with several pressure peaks, possibly because the patient was coughing. In the following several pressure reliefs were triggered due to high airway pressure. After opening the pressure relief valve ten times in ten consecutive cycles, the ventilator switched off due to the safety concept of the device. It was audibly and visibly alarmed with ventilator fail while autonomously changing to manual ventilation (man/spont). Manual ventilation remained unaffected, as specified. The device was tested on site and no indication for a technical problem was found. The logfile investigation also does not show any technical failures. It was concluded that the device reacted as specified. The cause is most likely due to the combination of ventilation settings, circuit setup and patient. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that the anesthesia machine stated" vent failure" during operation. No injury reported.